Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined because the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device serial number is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during an optical tumor resection case. It was reported that after getting a passing registration of 3.0, the surgeon alleged they were not accurate. The surgeon decided to proceed with the case using navigation as a reference and did not completely abort use. The surgeon did not attempt another registration. This caused a ten minute delay to the case, but no other patient impact. Technical services (ts) reviewed the archive and found no registration data was saved on the patient archive. The tip of the nose was not included in the field of view of the scan. The fiducials were on the exam and were in somewhat symmetrical positions to each other.